Manufacturer narrative:
It is unclear if the leads were initially implanted too superficial or if possibly the excess lead migrated closer to the skin surface at a later date. There are no other reports of any system or component failure or malfunction. No further conclusions are able to be drawn with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. After implanting the system the patient reported receiving therapy in the desired location, however there was discomfort and redness at the location where the leads were implanted. Assessment in the field found that the leads were too superficial, leading to the patient's discomfort. Patient requested to have the system removed. On (B)(6) 2024 a nalu representative was notified that a full system explant had been performed on (B)(6) 2024.